Event description:
During evaluation of a returned homechoice (hc) machine, an increased intra-peritoneal volume (iipv) was identified on (B)(6) 2010 during drain cycle 9. The patient's largest prescribed fill volume (lpfv) was 500 ml and the drain volume was 826 ml, which met iipv criteria. No patient injury or medical intervention was reported. Product surveillance contacted the home patient's nurse to notify her of the occurrence of iipv found during evaluation.

Manufacturer narrative:
(B)(4). Sample was not returned for evaluation. A labeling review found the label contains the appropriate cautions, warnings and directions for use. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Complaint no: (B)(4).

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor sample reports to determine if further actions are required.

Manufacturer narrative:
The sample is available but has not been received yet by baxter for evaluation. A follow up medwatch will be submitted upon completion of baxter's investigation. (B)(4).

Event description:
Customer reported male patient was receiving an unknown drug when the patient's wife noticed a pool of blood under the patient's bed. The nurse checked the patient and noticed that the tubing separated from the port, and the patient's blood was dripping on the bed and floor. The set was replaced. No patient injury or medical intervention occurred due to the reported condition.